Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 4 years and 6 months . The patient remains ongoing on lvad support. A section of the driveline approximately 20" long was returned for evaluation. The report of driveline fault, low speed, and pump stop events was confirmed during the evaluation of the returned driveline. The approximately 20" long section of the replaced driveline was returned with tongue depressors securing two sections of the cable. Silicone tape had been wrapped around the terminus of the connector bend relief and the underlying jacket appeared worn. The examination found four small tears in the outer jacket approximately 7.5" from the controller connector. The breaches were on opposite sides of the jacket and appeared consistent with jacket being clamped or pinched. Electrical continuity testing of the driveline found that the red wire was broken and electrically shorted to the braided shield. The bionate layer was found to have four tears in the same location as the outer jacket tears. Visual inspection of the underlying wires found that red wire had fractured adjacent to the observed tears. The insulation of the orange and brown wires adjacent to the red wire had also been torn. The remaining wires appeared flattened and crushed and the outer insulation showed impressions from the braided shield, but the inner conductors were not exposed. The red wire fracture would have contributed to the driveline fault alarms captured in the submitted log files. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to several of the low speed and pump stop events observed on the log files. If the conductors of the brown wire and either the red or orange wires made direct contact or simultaneous contact with the braided shield, the resulting short could have contributed to the low speed and pump stop events that occurred while operating on battery power. The observed driveline damage appeared to be the result of mechanical trauma. Evaluation of the submitted system controller log files was also performed. The log file from the system controller in use first on (B)(6) 2017 contained approximately 10 days of data, beginning on (B)(6) 2017. No atypical events were captured between (B)(6), during which time the system appeared to operate as intended on both batteries and the power module. On (B)(6) 2017 at 7:57pm, a pump stop event was captured while the system was operating on batteries. The system returned to the set speed followed by the driveline fault alarm becoming active at 8:03pm. Additional low speed and pump stop events occurred between 10:32pm and 10:41pm, while the system was operating on the power module. Several of the events showed corresponding elevations in pump power up to 14.4w. The driveline and power was disconnected from the controller at 10:42pm, likely due to the controller being exchanged. The captured events appeared consistent with the driveline investigation findings. The second log file showed the pump and power was connected at 10:45pm on (B)(6) 2017. Low speed and pump stop events were captured at 11:25pm on (B)(6) 2017 while the system was operating on the power module. The system recovered to the set speed of 9200rpm but the driveline fault alarm became active at 12:46am on (B)(6) 2017. The driveline fault alarm remained active until the end of the log file at 9:36am on (B)(6) 2017. Additional low speed and pump stoppage events were captured while the system was operating on batteries at 9:00am and 9:09am on (B)(6) 2017. The captured events appeared consistent with the driveline investigation findings. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient reported a driveline fault alarm to the lvad clinician on (B)(6) 2017 and performed a system controller exchange. Another alarm occurred and the lvad clinician instructed that the patient move the lvad system to battery support. The patient¿s lvad system was to be evaluated in clinic the following day, but upon getting in the car on battery support, pump stoppage occurred. A representative of the manufacturer¿s technical services reviewed the submitted log file and x-rays. The log file captured pump stops on (B)(6) 2017 on both power sources. Per the representative, this appeared to be caused by a percutaneous lead phase-to-phase short. A driveline fault event on (B)(6) 2017 was also observed and found to be related to phase 3 of the percutaneous lead. The internal x-ray showed some shield damage at the pump end bend relief. The x-rays of the external portion of the driveline were unremarkable. A distal end percutaneous lead (driveline) replacement on (B)(6) 2017 was performed. Post-replacement all tests passed and appeared to have been successful. No additional information was provided.